Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported system error 224 alarms which were reproduced by plugging and un-plugging the alternating current (ac) power adaptor. System error 224 were verified through a review of the event history log and found to be caused by a software anomaly which occurs when the operator disconnects or re-connects ac power to the pump in any mode when the pump is in use or there is an intermittent power connection. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 224 (spi tasked starved) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.